Manufacturer narrative:
Insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The insulin pump was received without the original belt clip.

Event description:
Customer's wife reported that the insulin pump returned a button error alarm. Caller did not report any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.